Manufacturer narrative:
The customer's sample pre-analytical information was requested but not provided. Based on the available information, a general reagent issue could be excluded. The customer provided two patient samples for an investigation. The samples were collected on (B)(6)2021 and (B)(6)-2021. The investigation performed hiv combi testing on both samples. The (B)(6)2021 sample had an hiv combi result of 0.273 coi non-reactive. The investigation reproduced the customer's result. The (B)(6)-2021 sample had an hiv combi result of 427 coi reactive. The investigation did not reproduce the customer's result. The sample showed a complete hiv-1 reactivity pattern. Due to the difference in results between both samples, the investigation concluded it was highly unlikely that both samples were from the same patient. The hiv positivity of the (B)(6)-2021 sample was high and showed a reactivity pattern of a past infection. After initial testing, both samples had low sample volumes and additional testing could not be performed. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc results were ok. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys (B)(6) combi pt results for one patient tested on a cobas 6000 e 601 module serial number (B)(4). The patient was known to be (B)(6), and the patient's physician was aware of his (B)(6)status. The patient's initial elecsys (B)(6) result was reported outside the laboratory. The customer performed further testing with different methodologies for confirmation. On (B)(6) 2021, the patient's initial elecsys (B)(6) result was 0.231 coi (B)(6). On (B)(6) 2021, the patient had a new sample collected and the patient's elecsys (B)(6)result was 0.157 coi (B)(6). The customer performed further testing with an alere (B)(6) combo card, and the patient's results were (B)(6) for (B)(6) antigen and (B)(6) for (B)(6) antibody. From the customer, these results are in line with a patient being treated for (B)(6). Also, the customer tested the patient's sample with an abbott architect, and the patient's (B)(6) ag/ab result was 80.56 s/co (B)(6). On (B)(6) 2021, the customer recalibrated the (B)(6) assay. After calibration, the customer performed repeat (B)(6) testing with the patient's sample collected on (B)(6) 2021. The patient's elecsys (B)(6) result was 0.254 coi (B)(6).